Event description:
It was reported that this right ventricular (rv) lead was explanted due to a it suffering a microdislodgment. A new device was implanted. No additional patient effects were reported.